Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerned an adult asian female patient born on (B)(6) 1950. Medical history included high blood pressure and coronary heart disease. Concomitant medications included acarbose. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (humalog mix50) subcutaneously via reusable humapen luxura burgundy device at 8 units each morning, 4 units at noon, and 6 units each evening for the treatment of diabetes mellitus beginning in 2012. In (B)(6) 2014, time to onset not reported, the patient was hospitalized due to high fasting blood glucose/hyperglycemia of 12 to 14 (units not provided). Corrective treatment included addition of acarbose and the event outcome was recovering. On an unknown date in (B)(6) 2014, during hospitalization for hyperglycemia, the patients physician discontinued insulin lispro protamine suspension 50%/ insulin lispro 50% and started insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog mix25) at 8 units morning, 4 units noon and 6 units night. Since mar2014, the patient experienced hypoglycemia after each use of insulin lispro protamine suspension 75%/ insulin lispro 25%. No blood glucose values were provided and the event was recovering after treatment with oral carbohydrates. On (B)(6) 2015, time to onset of 13 months, the patient did not inject insulin due to injection pen problem (lot 1105b06/lproduct complaint (B)(4)) and fasting blood glucose was high at 12 to 14 (postprandial were not measured). On 11may2015 follow-up, recent blood glucose levels were still high with reported fasting blood-glucose of 11.79, 12 and postprandial blood glucose of 10 (units not provided). On (B)(6) 2015, the patients insulin lispro protamine suspension 75%/ insulin lispro 25% dose was changed to 6 units morning, 4 units noon and 6 units night and after the dose change she had not experienced hypoglycemia since. Event outcome of hospitalized due to high fasting blood glucose/hyperglycemia was recovering, outcome of fasting blood glucose slightly higher was not recovering and the outcome of hypoglycemia was recovering. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. This report included a suspect humapen luxura device. The patient was the user of the device for a general and problem device duration of use of two years. Training status and use status were not reported. The device was not returned. Causality was not assessed by the reporting consumer. On follow-up, the consumer reporter related blood glucose increased to insulin lispro protamine suspension 75%/ insulin lispro 25%. Upon follow-up 09jul2015, the consumer reporter related all the events to the suspect medications. Update 13may2015: additional information was received 11may2015 from the consumer reporter. On 12may2015, (B)(4) was provided. Added lab data, updated outcome of blood glucose to not recovered, updated causality, and updated causality statement. Narrative updated with new information. Update 29may2015: additional information received on 29may2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the device to a humapen luxura burgundy based on the verified lot number; added the device was not returned; updated the EU/ca fields; and updated the narrative. Update 13jul2015: additional information was received on 09jul2015 from a consumer via a patient support program. Added patients date of birth, medical history, added fasting blood glucose value of 11.79 and updated event outcomes and causality. Updated narrative with the new information. Update 15jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in please refer to update statement dated 29may2015. No further follow up is planned. Evaluation summary a patient reported the injection button of her humapen luxura device could not be pressed. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1105b06, manufactured may 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device and was able to confirm the device was functioning normally. There is no evidence of improper use or storage.